Event description:
It is reported the device was implanted in 2002. Post-op the stem snapped at the junction and broke 2.5 cm distal to connection. The device was revised in 2006.

Manufacturer narrative:
Other device used: catalog #00999402155, smr hip system femoral body revision nitrided porous, lot #72547400. Evaluation summary: patient weight, build, and activity level are unknown. Type of head, liner and shell used are unknown. No further engineering analysis could be done with available information. No device or x-rays were returned for evaluation. Manufacturing records are intact, conforming and indicate that the product was manufactured and packaged to specification.